Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.